Manufacturer narrative:
Received one single dpt-vamp flex kit with attached infusion set and pressure tubing. Priming solution was visible inside of the whole line. The reported defect of "unknown material was observed in the connection between planecta and tubing" was confirmed. Unknown white substance, approx. 6mm in length and 1mm in width, was visible inside of the female luer, which connected to the planecta. Visual examinations were performed under microscope at 10x magnification. The kit was flushed with water from IV side at 350mmhg of pressure for 5 minutes. The particulate did not move or get flushed out of the kit. The particulate was collected and sent to chemistry for further analysis. The investigation is ongoing. A supplemental report will be forthcoming when the results are completed. The device history record has not been completed as lot number is unknown at this time.

Manufacturer narrative:
Per chemistry analysis, the ir spectrum of the unknown particulate matter showed similar absorption characteristics when compared to polyvinyl acetate ethylene like material. The material which was found inside the components/parts could have come from the in-coming supplied parts. This contamination was not detected during 100% inspection; however, all related operators and quality compliance inspectors will be re-trained for the inspections throughout the products which include the outside and visible parts inside of the devices. A device history record review was complete and documented that the device met all specifications upon distribution.

Event description:
It was reported that "unknown material was observed in the connection between planecta and tubing when customer was releasing the air during priming."